Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a hard thumping sensation in the heart since implant. The patient was instructed by the boston scientific technical services consultant to call boston scientific if thumping persisted and referred the patient to the clinic. As of this time, this crt-d remains in service. No adverse patient effects were reported.